Event description:
In the spring of 2007, the doctor applied a volar plate to treat fractured distal radius. The pt was in a brace at this time but after awhile was not showing signs of healing. By june of 2007, the pt came in for x-rays and it was noticed that the treatment site (fracture) was a non union and the plate had a breakage across the shaft area. The plate was replaced with another volar plate and the pt was put in a brace or a cast. Approx three months later, the treatment site did not heal and it was noticed that the second volar plate and two proximal screws were broken. On two weeks later, pt came in the doctor's office again, still had a non union and the x-ray showed a breakage of the third plate. The pt was put into a cast after this third breakage.